Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally the alleged cartridge leaking issue could not be verified as the device was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, multiple cartridge change error messages occurred with multiple cartridges during the loading process. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.